Event description:
In 2008, a doctor reported that a patient lost a dental implant thirteen days after the implant placement due to bone loss. The doctor reported that socket graft augmentation material was used during the implant placement.